Event description:
It was reported that the patient underwent episiotomy on an unknown date and suture was used. Following the procedure, the patient experienced wound dehiscence of the perineum tissue and inflammation. Cultures were performed and nothing was found. Additional information has been requested.

Manufacturer narrative:
It was reported that the patient underwent vacuum-assisted vaginal delivery with episiotomy. The patient experienced an inflammatory reaction 21 days after the procedure with dehiscence.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.